Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information and pt status from the hospital, field contact or distributor. The device has not ye t been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplement report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hospital.